Event description:
The device was used during an anterior resection procedure. Reportedly, the staples were missing. The surgeon performed an anal anastomosis as the tumor was very low and unable to restaple the stump. The hosp has reported the pt's condition is satisfactory.